Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism. The patient became aware of the event six years and eleven months post implantation. The indication for the filter implant was bilateral pulmonary embolism (pe). Access for the filter was made via the right internal jugular vein. An initial vena cavagram was performed with demonstrated a normal caliber inferior vena cava (ivc) and the location of the origin of the renal veins. The filter was then deployed below the level of the renal veins within the ivc. The patient is reported to have tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Pulmonary embolism does not represent a device malfunction, rather clinical factors that may have influenced the events include patient and or pharmacological. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received and the patient's information and procedure information was updated. Anxiety and pain was added to the patient's code. According to the information received in the patient profile from (ppf), the patient became aware of the events six years and eleven months post implantation. The following additional information received per the medical records state that during the implant procedure, the right internal jugular vein was accessed using a micro puncture catheter. A 0.035 guidewire was placed through the microsheath and advanced into the mid inferior vena cava. Under direct fluoroscopic guidance, the opeease inferior vena cava filter was then deployed below the level of the renal veins within the inferior vena cava. The sheath was then removed and hemostasis was achieved. The patient tolerated the procedure well. According to the information received in the discovery from, the patient suffer from past and future pain and suffering; past and future emotional distress; past and future loss of enjoyment of life; and other consequential damages as allowed by law. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Pulmonary embolism does not represent a device malfunction, rather clinical factors that may have influenced the events include patient and or pharmacological. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter nine years and three months ago. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the patient became aware of the events six years and eleven months post implantation. The following additional information received per the medical records state that during the implant procedure, the right internal jugular vein was accessed using a micro puncture catheter. A 0.035 guidewire was placed through the microsheath and advanced into the mid inferior vena cava. Under direct fluoroscopic guidance, the opeease inferior vena cava filter was then deployed below the level of the renal veins within the inferior vena cava. The sheath was then removed and hemostasis was achieved. The patient tolerated the procedure well. According to the information received in the discovery from, the patient suffer from past and future pain and suffering; past and future emotional distress; past and future loss of enjoyment of life; and other consequential damages as allowed by law. According to the discovery form, the patient received the ivc filter due to pulmonary embolism (pe). Medical conditions and treatments alleged to be attributable to the implanted ivc filter include multiple pulmonary emboli, hemoptysis, chest congestion, dyspnea and filter unable to be removed, however; there have been no documented attempts to remove the filter. The patient was treated with lovenox and long-term coumadin therapy. The patient further reports past and future emotional distress; past and future loss of enjoyment of life and other consequential damages as allowed by law.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was pulmonary embolism. During the implant, under direct fluoroscopic guidance, the optease inferior vena cava filter was deployed below the level of the renal veins within the inferior vena cava. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism. Per the patient profile from (ppf), the patient reports emotional pain and suffering. The patient further reports multiple pulmonary emboli, hemoptysis, chest congestion, dyspnea and the filter unable to be removed. However; there have been no documented attempts to remove the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Hemoptysis, chest congestion and dyspnea are likely related to the event of pulmonary embolism. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Pulmonary embolism does not represent a device malfunction, rather clinical factors that may have influenced the events include patient and or pharmacological. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter nine years and three months ago. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, pulmonary embolism. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the patient became aware of the events six years and eleven months post implantation. The following additional information was received per the patient¿s implant records: the filter was implanted due to the patient¿s history with bilateral pulmonary embolism. The medical records state that during the implant procedure, the right internal jugular vein was accessed using a micro puncture catheter. A 0.035 guidewire was placed through the micro sheath and advanced into the mid inferior vena cava. Under direct fluoroscopic guidance, the optease inferior vena cava filter was then deployed below the level of the renal veins within the inferior vena cava. The sheath was then removed and hemostasis was achieved. The patient tolerated the procedure well. According to the discovery form, the patient received the ivc filter due to pulmonary embolism (pe). Medical conditions and treatments alleged to be attributable to the implanted ivc filter include multiple pulmonary emboli, hemoptysis, chest congestion, dyspnea and filter unable to be removed, however; there have been no documented attempts to remove the filter. The patient was treated with lovenox and long-term coumadin therapy. The patient further reports past and future emotional distress; past and future loss of enjoyment of life and other consequential damages as allowed by law. According to the information received in the updated patient profile form (ppf), patient became aware of the following reported events approximately 7 years and 2 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt, and pulmonary embolism. According to the information received in the updated discovery form, medical conditions and treatments alleged to be attributable to the implanted ivc filter include ivc perforation, the filter abutting the abdominal aorta, and filter tilt.

Manufacturer narrative:
Additional information was provided and is available in: section b4 (event description). Section g4 (date received by the manufacturer). Section h6 (evaluation codes). 2135 - ivc perforation. 1987 - perforation. 3026 - tilt. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the patient experienced a pulmonary embolism post implant, anxiety and pain. The location of the pain has not been reported. The indication for the filter implant was bilateral pulmonary embolism (pe). Access for the filter was made via the right internal jugular vein. An initial vena cavagram was performed with demonstrated a normal caliber inferior vena cava (ivc) and the location of the origin of the renal veins. The filter was then deployed below the level of the renal veins within the ivc. The patient is reported to have tolerated the procedure well. The patient subsequently reported the following medical conditions and treatments alleged to be attributable to the filter include multiple pulmonary emboli, hemoptysis, chest congestion, dyspnea and filter unable to be removed, however; there have been no documented attempts to remove the filter. The patient was treated with lovenox and long-term coumadin therapy. The patient also reported becoming aware of perforation of filter strut(s) outside the ivc and into organs, tilt, and pulmonary embolism, approximately seven years and two months post implant. According to additional information from the patient, medical conditions and treatments alleged to be attributable to the filter include ivc perforation, the filter abutting the abdominal aorta, and filter tilt. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Pulmonary embolism does not represent a device malfunction, rather clinical factors that may have influenced the events include patient and or pharmacological. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Remove&nbsp;section h6 (evaluation codes) codes for 1887 (hemoptysis), 3191 (chest congestion), and&nbsp;1816 (dyspnea) as they are all symptoms of pulmonary embolism.